Event description:
Caller reported aviva system blood glucose results of 47 mg/dl and 49 mg/dl, active s system result of 90 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Piggyback tubing kept unwinding from primary tubing - medication leaked on floor. Nurse tried numerous packages of primary and piggyback tubing and they all kept unwinding. Got a different lot number primary tubing and new piggyback tubing which then stayed connected. No harm to pt.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system, medwatch with (B)(6) is for active s system.